Event description:
It was reported that prior to a surgical procedure at the user facility, the device was unintentionally activating. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.